Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument collided with other instrument during procedure and got bended and stuck. In order to remove the instrument, the surgeon had to pull the trocar out. Able to removed the instrument out of the patient the procedure was completed with no reported injury.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube approximately at the distal tip. The distal end was completely detached from the main tube. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.